Manufacturer narrative:
Faulty head-end brake crank assembly, malfunctioning scale.

Event description:
It was reported by service report that the brakes could not be activated, and the scale display was not functioning. It is unknown if there was patient involvement. However, no adverse consequences were reported.